Event description:
Procedure: unk. Reportedly, the veress needle was clogging which resulted in multiple attempts at placement. This resulted in subcutaneous emphysema and in turn an increased or time. The direct trocar was placed without a problem.